Event description:
It was reported that during an embolization treatment procedure, a coil separation occurred. The target lesion was located in the non-calcified and moderately tortuous internal iliac artery. An 18 6mm x 20cm idc interlock coil was advanced into a 0.021inch 150cm renegade microcatheter without issue. The physician noted that the size of the coil didn't match the lesion and removed coil from the microcatheter. "The coil separated at not interlocked area". The coil remains in the patient at an unintended location. The procedure was completed with another of the same coils and another catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as continuous flush was not maintained and an incorrect catheter was used per the dfu. (B)(4).